Event description:
Customer reported leaking while disconnecting maxzero male luer from the PICC line female luer. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
Manufacturer's report date: 06/18/2014. (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.